Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other five proglide devices were filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with six proglide devices were attempted in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. A 13fr sheath was used. Reportedly, a cuff miss occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss was not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The arteriotomy was an 8fr sheath. No additional information was provided.